Event description:
It was reported that the customer's blood glucose level was displaying "high," but the exact value was unknown. The customer took corrective action by performing a correction injection via multiple daily injections and was advised by technical support to replace supplies as necessary. They were also instructed to monitor blood glucose levels and discuss any concerns with their healthcare provider.